Event description:
It was reported that when using the bd pyxis medstation system tower door 2 failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 4 had intermittently failed at the station. A field service engineer replaced all the old tower latches with new tower latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.